Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 29mm mitral annuloplasty band was implanted and explanted during the same procedure and replaced with another 29mm mitral annuloplasty band for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to the patients native tissue and they physician stated that there was no issues with this band. No additional adverse patient effects were reported.  Added weight. Updated patient, device and evaluation conclusion codes. If information is provided in the future, a supplemental report will be issued.